Event description:
A breast implant was opened and when physician started to fill with saline, he noted there was a hole in the implant. No injury to pt-defect was noticed prior to implanting the device.